Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-01738 for a description of the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced vaginal bleeding, vaginal infections, dyspareunia, and localized pelvic pain. The patient also experienced a recurrence of the original diagnosis and disfigurement. All other information is unknown and unavailable.